Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with halos, glare, starbursts, and blurry vision in both eyes. On (B)(6) 2017 the topical steroid dosage was increased, prescribed alphagan p. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of lighted letters on a dark background are blurry. Their left eye has a double image at 3 feet with streaks above light and the right eye at 3-4 feet the light blurs. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/15 .50 x -2.25 x 110, left eye pre-op 20/15 .50 x -1.00 x 78. Bcva from (B)(6) 2017: right eye post-op 20/15 .50 x -1.00 x 7, left eye post-op 20/15 .00 x -.25 x 110.

Manufacturer narrative:
In the initial report, the device manufacture date provided 4/1/2007 was incorrect. The correct device manufacture date is january 2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.